Event description:
It was reported that the patient was implanted an unknown winterthur hip product on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to mobilization. Once the device was explanted it was found that the taper was broken. Currently we are waiting for a complete report from the surgeon.

Manufacturer narrative:
Additional information was received on 05/18/2015. Zimmer (B)(4) received the product for investigation. It has been confirmed that is an innex product. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Please invalidate this case from your system as the implanted device is not and has not been marketed in the USA. There is no indication to file an MDR for this product. Zimmer's reference number of this file is (B)(4).

Event description:
The name and references of the implanted device are now available and this product is not and has not been marketed in the USA.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .